Event description:
It was reported that balloon rupture occurred.   The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left upper arm vein. Following the insertion of a non bsc introducer sheath and a non bsc guidewire, a 6.0 x 100, 75cm mustang balloon catheter was advanced to the lesion. Upon the first inflation, the balloon ruptured at 6 atmospheres based on the fluoroscopic image. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).